Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, broken belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his area that hold the reservoir in place has disappeared from the pump. His blood glucose is 140 mg/dl. He states that the reservoir is not locking in place. The customer said that he tried to change the reservoir the morning of the call and that is when he noticed the damage. He also noted that the pump¿s casing is breaking as well. The customer was advised to discontinue use of the pump and to revert to a back-up plan. The insulin pump will be returning for analysis.